Event description:
The information contained in the legal file indicated that the patient experienced a myocardial infarction and thrombotic event after having a coronary artery stent implanted. The patient had an unknown cypher stent implanted on (B) (6) 2006 in the mid circumflex artery. The implant took place in (B) (6). On or about (B) (6) 2008, the patient experienced a thrombotic event with subsequent myocardial infarction.

Manufacturer narrative:
Information contained in a legal file indicated that a patient experienced a very late thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient had an unknown cypher stent implanted in the mid circumflex artery for unknown reasons. The patient was prescribed plavix which was discontinued three months after stent implant. Approximately twenty two months after implant, the patient experienced a thrombotic event and myocardial infarction, treatment is unknown. There is no other information available at this time regarding the patient¿s medical history, vessel/lesion characteristics or procedural details.the sterile lot number for the device is unknown; therefore, a device history report review could not be conducted.myocardial infarction and very late thrombotic events are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided, it is not possible to determine what factors may have contributed to the reported event.